Manufacturer narrative:
The device has been explanted but we have not received it back from the md.

Event description:
Left side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. Bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate elongation. The device measured above astm standards for ultimate break force.